Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Upon removal of the epidural catheter the distal tip broke off inside the patient. According to the physician the catheter snapped after meeting some resistance while attempting removal. A neurosurgeon was consulted and recommended that the catheter piece stay inside to patient. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip broke off in the patient during removal. The customer returned one snaplock adapter, one flat filter and one piece of an epidural catheter for investigation. The components were received connected together ((B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the distal tip is not present on the returned catheter piece. The likely most distal end is severely stretched. The extrusion and the coil wire are stretched. The coil wire appears to be flattened and the extrusion is bent and stretched near where the extrusion begins to stretch. The proximal side of the catheter appears other remarks: to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed ((B)(4)). A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion measures approximately 91.5 cm. The extrusion and coils appear to be stretched at the distal end of the catheter. Although, the measurement indicates the catheter is within specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 08, the catheter tip is missing based on the condition of the sample received. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this product, e-17019-100d rev. 03, was also reviewed as a part of this complaint investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of the catheter's tip breaking off during use was confirmed based upon the sample received. The returned catheter was missing the distal tip. The catheter showed signs of significant stretching at the point of separation at the likely distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received and the observed evidence of stretching at the point of separation, operational context caused or contributed to this event.

Event description:
Upon removal of the epidural catheter the distal tip broke off inside the patient. According to the physician the catheter snapped after meeting some resistance while attempting removal. A neurosurgeon was consulted and recommended that the catheter piece stay inside to patient. The patient condition was reported as fine.